Event description:
It was reported that a pta balloon was being used to treat a stenosis within an upper arm av graft when the subclavian artery ruptured. The physician intended to inflate the balloon within the vein, however the balloon was incorrectly positioned within the artery when the first inflation was performed. Upon performing the first inflation, the artery ruptured. The pressure applied to the balloon at the time of rupture was not known. The rupture was resolved by implanting additional stents within the lesion. The patient is in stable condition.

Manufacturer narrative:
The device history records could not be reviewed, as the lot number was unknown. The complaint sample has not been returned for evaluation to date. The investigation is currently underway. This event involved the same patient and event as manufacturer report # 9681442-2009-00055, however, a different product was involved.